Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified, "extremely tortuous" distal circumflex (cx) artery. An unk guide catheter and guidewire were able to cross the lesion and ivus was performed. The physician attempted to advance a taxus express2 2.75x28mm drug eluting stent but was unable to cross. The lesion was then predilated with a 1.5x15mm ryujin balloon, and then it was dilated with a 2.5x15mm cross sail balloon inflated to 6 atm's. The physician tried to implant the 2.75x28mm taxus stent again but was still unable to cross. The lesion was dilated again with the cross sail balloon inflated to 8 atm's. The taxus stent was reinserted and advanced but was still unable to cross the lesion. When the stent was removed from the pt, it was noted that the proximal portion of the stent was lifted up. "It seemed the edge was caught with the tip of the guide catheter." The procedure was completed with a 2.5x24mm taxus express2 stent. No pt complications occurred. Pt status is satisfactory.